Manufacturer narrative:
Other applicable components are : product ID: 37761, serial# unknown, product type: recharger. Product ID: 37761, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for movement disorders. It was reported that the connector pin was broken and stuck inside the ins recharger (insr). It was mentioned that the patient's ins charge was at zero because the nursing facility where the patient resides did not notify the caller sooner. No out of box failure was reported. There was no reported medical/therapy problems related to the small part components product. No patient symptoms were reported. It was also noted that the broken connector pin was successfully removed from the insr , so the patient will only be receiving a desktop charger (dtc). A replacement dtc was sent to the patient. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# unknown, product type recharger. Evaluation of the recharger revealed the connector pins were broken. (B)(4)now apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the broken connector and depleted neurostimulator was first noticed on october 13, 2018. The consumer also noted the replacement of the desktop charger resolved the depleted neurostimulator. No patient symptoms or further complications were anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.